Manufacturer narrative:
To date the device involved in the reported incident is not expected to be received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 1121308-2018-00015 and 1121308-2018-00016.

Event description:
This is 3rd of 3 reports. A distributor reported that on (B)(6) 2018, a (B)(6) years old male patient was undergoing an unspecified procedure. Duragen was used in this case and it generated a "great" cerebrospinal fluid (csf) leak. It did not allow adequate closure and was reabsorbed. Delay in surgery was reported. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, retain samples of the fg lots were visually inspected and no signs of anomalies were found related to any abnormal appearance or adequate sealing in the duragen sponges. Nonconformance and events were reviewed for all fg lots and none was reported regarding this condition. The lots complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. At this moment, the reported condition could not be confirmed and the root cause is undetermined. UDI number: (B)(4).